Event description:
As reported by the user facility: brief inquiry description: air in line. Detailed inquiry description: rn primed tubing with pump. When she went to start the infusion, she noticed 8-10cc of air in the tubing past the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.